Event description:
An unsubstantiated report was received from pt which indicated that she received breast implants in december of 1985. Pt reports that not long after receiving implants, she began to get ill. Her symptoms/other medical complaints include pain in her joints, fevers, gangleonueroma, gall bladder removal, anti-reflux surgery, right middle lobectomy for bronchiecotasis, five abdominal surgeries, and a ganglion cyst removed from wrist.